Event description:
A malfunction was reported on the customer's pump, identified by malfunction code "malf 5", indicating a communication error with the touchscreen. There was no adverse impact on the customer's blood glucose level. Cts attempted to assist the caller in resetting the pump, but the pump was unable to reset, leading cts to arrange for a replacement. The customer was informed they would receive a pump with updated software and was advised to return the faulty pump to tandem within 10 days to avoid charges. Instructions included programming settings and connecting a cgm to the new pump. The customer was currently using manual daily injections as backup therapy and was also reminded about the return of a previously issued pump before a replacement could be sent. Cts send follow up email as a 2nd attempt to follow up on the return of the pump. Cts has exhausted all attempts to follow up. At this time a replacemnet pump will not be sent. No further action is required.